Event description:
The initial reporter alleged discrepant reactive results for two samples of one patient tested with the hiv combi pt elecsys cobas e 200 v2 assay on a cobas e411 disk analyzer. The first sample, tested on (B)(6) 2023, generated a result of 10.01 coi (reactive). This sample was subsequently sent to the central public health laboratory (cphl) and tested using the vidas hiv duo ultra assay, which produced a negative result. The second sample, tested on (B)(6) 2023, generated a result of 8.60 coi (reactive) on a cobas e601 analyzer at a reference laboratory. Additional testing of this sample using the abbott hiv assay produced a result of 0.07 s/co (non-reactive). No confirmatory testing, such as western blot or polymerase chain reaction (pcr) rna testing, was performed. The results were not consistent across the assays used.

Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges, except for partially elevated results observed for the negative control on (B)(6) 2023, which were still within specification. No pre-analytical or instrument-related issues were identified. The elecsys hiv combi pt assay has a specificity of less than 100%, and false reactive results may occur. The root cause was attributed to a patient sample-specific discrepancy. The device remains in operation at the customer site.